Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the complications after the battery replacement were an infection and the actual device was exposed. It had to be taken out as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s first device depleted due to normal battery depletion and that ¿it worked great, it was wonderful and it helped [the patient] tremendously.¿ the healthcare provider (hcp) put a new battery in on (B)(6)2017, but it had to be removed on (B)(6) 2017 due to an infection; the area of infection was the ins and there was erosion and the device eroded. It was noted this started about a week or so after the implant, maybe on (B)(6) or so. The patient saw their doctor and they didn¿t think it was infected, but the patient thought it was infected because the incision was opening; the patient was given another week of antibiotics and they went back the following monday ((B)(6) 2017) because the incision had opened up so far that they could see the device through the opening. It was taken out the next day on (B)(6) and the doctor confirmed the infection and they had to remove the whole product. The patient did not know if the leads were taken out or not, and it was noted the patient would go in again soon to get the stitches taken out and they would try other routes before going the dev ice route again. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device had to be completely removed on (B)(6) 2017. It was noted that their battery was replaced on (B)(6) 2017, and since then they had complications, so it had to be removed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.